Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full drawer was not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (b)6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and replaced the latch bolt on main drawer 6 due to missing magnet. Verified repair via hardware test application (hta) and application with no issues. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.